Event description:
Reporter indicated that a programming wand would not communicate, and that the cord on the wand is loose. A new programming wand was sent to the facility and is reported to be functioning properly with the programming system. The old programming wand was returned to the MFR for product analysis. Product analysis found no visual or performance anomalies that could have contributed to the reported complaint.